Event description:
The user facility reported that a nurse used the involved needle. The needle went through the safety shield and poked the nurse after giving an injection. The event occurred post-treatment. Additional information was received on 01 nov 2022: it was reported that there was no blood loss. The patient was in stable condition. Testing was performed on the nurse following the needle stick. The customer advised labs were drawn for hepatitis b, c, and hiv. The procedure outcome was successful. Additional information was received on 04 nov 2022: it was reported that the nurse's method of activation was finger activation.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). Occupation: rn. The root cause of the complaint could not be identified to be related to our product or production process. The actual sample was not available for our evaluation. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We have received ten (10) complaints covering fy21 to fy22 (november 14, 2022), related to this issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. (B)(4).